Event description:
During an endoscopic procedure the physician used a cook endoscopy quicksilver bipolar coagualtion probe to treat ulcerations in the rectum. When the probe was removed from the endoscope to be wiped clean the tip of the probe detached. The tip detachment occurred outside of the pt. The same thing occurred with the second quicksilver bipolar coagulation probe that was used on the same pt. No injury to the pt was reported.